Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in the mildly tortuous and moderately calcified left forearm vein. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, on approximately the tenth inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and no damage was observed. A different device was used to complete the procedure. No complications reported, and patient was in good condition after the procedure.